Manufacturer narrative:
The subject product was found to produce straight shots due to a small piece of wire being lodged in the tip. This occurs when user deploys more than the recommended number of constructs as specified in the instructions for use for this device.

Event description:
It was initially reported that the device is "broken." Upon preliminary inspection on arrival (3/14/07), unit was found to have wire in tip and producing straight shots.